Event description:
It was reported that the patient required a revision. It was reported that upon removal of the implant, the accolade 1 femoral stem presented with trunnionosis.

Manufacturer narrative:
Reported event: an event regarding fretting involving an accolade stem was reported. The event was confirmed through material analysis evaluation of the returned device. Method & results: product evaluation and results: the device was returned for evaluation. Damage is visible on the stem trunnion. Damage consistent with in vivo use and explant damage is also visible on the stem. Material evaluation was completed and indicated the following comments: damage consistent with loss of taper lock was observed on trunnion of stem. Damage consistent with interaction between the stem trunnion and head taper was also observed. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: material evaluation was completed and indicated the following comments: material evaluation was completed and indicated the following comments: damage consistent with loss of taper lock was observed on trunnion of stem. Damage consistent with interaction between the stem trunnion and head taper was also observed. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient required a revision. It was reported that upon removal of the implant, the accolade 1 femoral stem presented with trunnionosis.